Event description:
It was reported that during a da vinci-assisted gastric bypass revision with paraesophageal hernia repair surgical procedure, the green sureform 45 reload had a tissue pushout event, requiring intervention. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. The surgeon states she stapled across a prior vertical staple line that caused the tissue pushout event. The surgeon was creating the gastric pouch when the green reload on the eighth fire was clamped down, no tissue was bunching and started firing when it was noticed the stomach tissue started to push out. The surgeon attempted to press the emergency stop button as she noticed the pushout event was occurring but was unsuccessful. Repair was required anteriorly and posteriorly of the tissue, which included placing a vicryl suture reinforcement to control bleeding. Bleeding was approximately 20ml. Another green reload was opened to remove the damaged tissues which made the gastric pouch shorter than originally anticipated. Malformed staples and some unformed staples were produced due to the event. No errors or malfunctions were produced. The surgeon opened a second sureform 45 stapler instrument and continued using the new stapler for the remainder of the procedure. A leak test was performed with indocyanine green injection and an esophagogastroduodenoscopy without complications. The patient is recovering well and was discharged post operative day one. The surgeon has seen the patient in clinic and no reported complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the green sureform 45 reload during this reported event for failure analysis investigations. Sureform 45 stapler instrument #1 logs show (part number 480445-04), (lot number l19230420-0517), was the first stapler used in the procedure, and it was installed on the system 12 times and fired 11 reloads (2 blue, 4 green, 1 blue, 2 green, 2 blue, in that order). On installs 1, 2, 4, and 6, the first clamp was completed and the firings were each completed with no pauses for compression. Although the firing was completed successfully per the logs, the firing on install 5 with a green reload, had the highest peak firing force compared to all other fires by this instrument. There was one pause for compression on this firing only. On installs 7 and 8, the system failed to detect the reload color and the user manually selected the green and blue reloads, respectively. On installs 7-11, all clamp attempts were successful and the firings were completed with no pauses for compression on each. There were no incomplete clamps, incomplete unclamps or firing failures for this instrument. Sureform 45 stapler instrument #2 logs show (part number 480445-04), (lot number t11230424-0097), was installed on the system 5times and fired 5 white reloads. Per the logs, on each install, the first clamp was successful, and the firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps or firing failures for this instrument.